Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump did not alarm "load set" alarm when it should have. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the was alarming and that it had cosmetic damages. When the pump was returned to mmdg, it failed to alarm load set during evaluation. (B)(4).